Event description:
It was reported that, "this implant and an endoprosthesis were impacted on to a "c" taper stem but did not stent on to the stem properly. A second attempt was made and once again this implant did not seat properly and again was dis-associated from the stem by hand. Another implant (same product#) was opened and successfully implanted."

Manufacturer narrative:
When completed, the eval summery will be submitted in a supplemental report.